Event description:
A report was received that the patient was burned twice by the external charger. Blisters around the affected area was noted. The physician confirmed that no further medical intervention was required. The patient was doing well.

Manufacturer narrative:
Sc-5312, sn: (B)(6). Device evaluation indicated that the charger passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was burned twice by the external charger. Blisters around the affected area was noted. The physician confirmed that no further medical intervention was required. The patient was doing well.